Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular leadless pacemaker (lp) could not get a good signal and exhibited unstable fixation, poor current of injury, low pacing impedance, and inadequate capture after fixation. The lp was removed and the helix was sprung. A different lp was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of a stretched helix was confirmed while the events of a positioning failure, a device sensing problem, a use of device problem, low impedance, and a capturing problem were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis, including impedance test, output verification, and sensing test, found no anomaly contributing to the reported events of capturing, sensing or impedance problems.